Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous, non calcified vein. The f/g sterling otw 5.0 x 40/40 (4f) balloon was inflated to ten atmospheres. On the second inflation the balloon was inflated to twelve atmospheres and ruptured. It was replaced with a sterling otw balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)